Event description:
Customer reported high bgs (299-357 mg/dl) and that the pod had an occlusion alarm an hour post bolusing. Despite the pod occluding, the customer did not report blood or a kink in the cannula. Device will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.